Manufacturer narrative:
Suboptimal medical documentation and imaging studies were available for this review. Patent candidacy could not be fully assessed due to the lack of a pre implant CT scan. Product use might have been incongruent with the IFU due to the reported focal stenosis of the right common iliac arteries. This finding was based on the sizing sheet. Patient factors that might have contributed to this event included: the use of antiplatelet therapy due to the increased risk for bleeding complications; and, the blunt force trauma which might have contributed to the stent migration, stent collapse and the worsening of a previously identified type ia endoleak. Immediately post implant, there was evidence of a residual endoleak in three separate areas: right proximal (lumbar verses type ia endoleak), right mid aorta (lumbar), and left distal (ima). A CT scan performed three weeks post implant supported these findings. Eleven months post implant, the proximal endoleak supported a type ia endoleak. The other three type ii endoleaks were still present. Twenty-one months post implant, there was evidence to support: stent migration, stent collapse; a worsening type ia endoleak; and, a reduced appearance of all three stable type ii endoleaks at the right lumbar/ima status post blunt force trauma to the chest after the patient experienced a skier verse skier collision. The secondary procedure of a suprarenal cuff was confirmed, and the mitigation of the type ia endoleak was confirmed. Additionally there appeared to be a reduced presence of all three type ii endoleaks. There was a stabilization of the aneurysm sac. The final patient disposition could not be established due to lack of information, but it was reported that the patient as doing well. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported type ia endoleak could not be definitely identified although the reported focal stenosis of the right common iliac arteries may have been a factor. The patient use of antiplatelet therapy in conjunction with a reported skiing accident may also have been factors. Three non-device related type ii endoleaks were also factors in the clinical review. No specific device issue was identified in the investigation.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 21 months post implant of a bifurcated device an endoleak was identified. Reportedly, the patient came in for a routine follow up, and a CT discovered there was an endoleak. The physician elected to treat the patient with a suprarenal aortic extension to seal the endoleak. Implant went great, and patient is doing well.